Manufacturer narrative:
There are no reports of external trauma that is likely to have caused the lead to migrate after implant. The explanted components were not released from the facility for further evaluation by the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Upon activating the system the patient reported not receiving adequate pain relief. Multiple reprogramming sessions were performed to attempt to optimize the therapy without sufficient results. Xray imaging found that the implanted leads had migrated away from the intended nerve target and system programming adjustments were not able to compensate for the movement of the leads. Patient was offered to revise the system to place the leads in a more optimal location. Patient refused any further attempts at troubleshooting or revision and requested to have the system removed. A full system explant was performed on (B)(6) 2024.